Event description:
The patient reported that she was charging more than expected. It was reported that the ins was discharged after two days. Low, out of range impedance values were noted. The patient was subsequently reprogrammed to alleviate charging burden.

Manufacturer narrative:
Programmer model 37742 serial # (B)(4) lead model 37845 serial # (B)(4) implant: (B)(6) 2007 explant: unknown recharger 37752 serial # (B)(4).